Event description:
It was reported to boston scientific corporation in 2008, that a spyscope access and delivery catheter device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed one day prior. According to the complainant, when the spyglass catheter and the spyprobe were placed through the spyscope catheter, "the physician had difficulty steering. The physician was unable to get a good view and felt that the controls were not sufficient." The physician completed the procedure with another device (part number and MFR unk). There were no patient complications reported as a result of this event, and the patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The 15 month 2008, spyscope access & delivery catheter product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.